Event description:
The medical center had an impella cp support which was successful. When explanting the pump from the axillary artery there was damage, and the pump came apart when removed and this prompted surgical removal. The patient survived the event. During the pump investigation at the manufacturer the impeller blade was found to be broken. This was not observed by the medical center.

Manufacturer narrative:
The investigation into the pump damage and need for surgical explant is on-going at this time. The investigation into the broken impeller blade is also on-going at this time. Upon completion of the analysis, a final report will be filed.

Manufacturer narrative:
Since the original report was filed the product investigation has concluded in to the pump separation as well as the broken impeller blade. The detachment and separation occurred due to a use error. The use error was from the application of the cross clamp and an inadvertent interaction of the pump and clamp. The broken blade cause is not determined. Because fluoroscopic imaging of the pump was not returned, a definitive root cause of the fracture could not be determined. The failure mode will be monitored and trended.